Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. A remote transmission was reviewed and it was noted that the implantable cardioverter defibrillator (ICD) properly detected and treated a ventricular tachycardia (vt) episode, however it was unclear whether the right ventricular (rv) lead was capturing the heart on the day of death. The location of the rv lead is unknown.